Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Treatment of an acutely ruptured small aneurysm measuring 6mm x 6mm and located in the right posterior inferior cerebellar artery (pica). It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013. Due to the severe tortuous anatomy, the first pipeline embolization device (2.5mm x 10mm) slipped too proximal before complete deployment and was removed from the patient without issues. The second pipeline embolization device (2.5mm x 12mm) was deployed partially protruding from the pica into the right vertebral artery. An attempt to nudge the pipeline's end further from right vertebral artery into the right pica was made with a sceptor c balloon; however, this caused the right vertebral artery to rupture and surgery was performed to relieve the intracranial pressure and stop the bleeding. Dual anti-platelet therapy was given. It was reported on (B)(6) 2013 that the patient had expired (B)(4).

Event description:
Treatment of an acutely ruptured aneurysm measuring 6mm x 6mm located on the right pica (posterior internal carotid artery). It was reported that the patient with tortuous anatomy underwent pipeline embolization treatment on (B)(6) 2013. The first pipeline (2.5mm x 10mm) was corked and removed from the patient without issues because it slipped too proximal before complete deployment. The second device (2.5mm x 12mm) was deployed partially protruding from the pica into the vertebral artery. An attempt to nudge the pipeline's end further into the pica was made with a sceptor c balloon; however, it caused the aneurysm to rupture and surgery was performed to relieve the icp (intracranial pressure) and stop the bleeding. Dual anti-platelet therapy was given. Subsequently, the patient expired.